Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon slow deflation occurred. The target lesion was located in diagonal artery and was predilated with a 2.50 mm x 15.00 mm non-boston scientific balloon. A 2.75 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). Following balloon inflation, complete deflation was delayed, resulting in temporary instability of the patient vital signs during the procedure. Timely intervention by the physician allowed the situation to be managed without clinically significant patient harm. The procedure was completed with another device.